Event description:
Reprise ii study. It was reported that aortic stenosis, aortic gradient elevation, endocarditis and death occurred. The patient was enrolled into the reprise iii study in (B)(6) 2016 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 81 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2021, 1585 days post index procedure, the patient presented to an outpatient clinic with complaints of episodes of expressive aphasia which was mild for 48 hours prior to presentation. Physical examination revealed irregular rhythm, bilateral lower extremity edema, not able spell words back, trouble maintaining activation of the left side of the face and sensation was decreased symmetrically from ankles to knees. Neurology was consulted and felt the patient had significant risk factors for stroke. A recommendation for a head CT and MRI was given, but the patient denied. Hospitalization was prolonged for further treatment and evaluation. Three days after presenting, a transthoracic echocardiogram was performed which revealed elevated gradients across the lotus valve. The patient was diagnosed with aortic stenosis. On the same day, 3 out of 4 blood culture tests were positive for streptococcus sanguinis in pairs and chains from both vials. The patient was started on vancomycin and heparin gtt and a repeat blood test was recommended. Four days after presenting, a 4d CT scan revealed interval worsening of the coronary leaflets. A repeat blood culture test was performed and was positive for gram positive cocci in chains. The patient's antibiotic therapy was switched from vancomycin to ceftriaxone. Despite antibiotic therapy with ceftriaxone, the cultures were noted to grow streptococcus sanguinis. With the patient denying all the procedures, it was not possible to assess valvular regurgitation without transesophageal echocardiography, but with the available information on positive bacterial growth and thickened leaflets the etiology was suspected to be of infectious endocarditis. Since 4d CT scan showed thickened valves with evidence of thrombi, cardiology was consulted, and the patient was deemed not a candidate for cardiac surgery with low likelihood of cure. Post discussion with family members, the antibiotic therapy was stopped. Eight days after presenting, the patient was discharged home on hospice care with terazosin and furosemide. In (B)(6) 2021, 1616 days post index procedure, the patient passed away. It was further reported that per edc, the patient's immediate cause of death was bacterial endocarditis. Per the death certificate, the immediate cause of death was severe aortic valve stenosis.the patient passed away 1612 days post index procedure, not 1616 days post index procedure.

Event description:
(B)(6) study. It was reported that aortic stenosis, aortic gradient elevation, endocarditis and death occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2016 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 81 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2021, 1585 days post index procedure, the patient presented to an outpatient clinic with complaints of episodes of expressive aphasia which were mild for 48 hours prior to presentation. Physical examination revealed irregular rhythm, bilateral lower extremity edema, could not spell words back, trouble maintaining activation of the left side of the face and sensation was decreased symmetrically from ankles to knees. Neurology was consulted and felt the patient had significant risk factors for stroke. A recommendation for a head CT and MRI was given, but the patient denied. Hospitalization was prolonged for further treatment and evaluation. Three days after presenting, a transthoracic echocardiogram was performed which revealed elevated gradients across the lotus valve. The patient was diagnosed with aortic stenosis. On the same day, 3 out of 4 blood culture tests were positive for streptococcus sanguinis in pairs and chains from both vials. The patient was started on vancomycin and heparin gtt, and a repeat blood test was recommended. Four days after presenting, a 4d CT scan revealed interval worsening of the coronary leaflets. A repeat blood culture test was performed and was positive for gram positive cocci in chains. The patient's antibiotic therapy was switched from vancomycin to ceftriaxone. Despite antibiotic therapy with ceftriaxone, the cultures were noted to grow streptococcus sanguinis. With the patient denying all procedures, it was not possible to assess valvular regurgitation without transesophageal echocardiography, but with the available information on positive bacterial growth and thickened leaflets, the etiology was suspected to be of infectious endocarditis. Since 4d CT scan showed thickened valves with evidence of thrombi, cardiology was consulted, and the patient was deemed not a candidate for cardiac surgery with low likelihood of cure. Post discussion with family members, the antibiotic therapy was stopped. Eight days after presenting, the patient was discharged home on hospice care with terazosin and furosemide. In (B)(6) 2021, 1616 days post index procedure, the patient passed away.